Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device passes the homechoice rite functional test. The homechoice rite electrical test passed. The increased intra-peritoneal volume (iipv) identified in the device log was confirmed and the cause was determined to be insufficient drain, false empty detect and use error. Initial drain alarm setting inappropriately programmed. The device meets specification relative to iipv found in the logs. A service history review revealed no previous service events were related to the reported condition.

Event description:
During evaluation of a returned homechoice machine, an increased intra peritoneal volume(iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2011 during cycle 1. The programmed fill volume was 2000 ml and ultrafiltration was 1558 ml . This meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.